Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6. And h.10. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The company service representative examined the system and was not able to confirm or not replicate the reported events. As a preventative measure (pm), the ultrasound printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during the sculpt phase of a cataract extraction procedure the patient experienced a corneal burn. System messages were noted during priming of the handpiece. The handpiece had too much ultrasound in respect to its settings and the tip got hot. There was a wound gap that required sutures for closure. The patient does have corneal opacity and astigmatism. Additional information has been requested and received. This is one of three reports from this facility for the reported event above.